Event description:
I had restorelle y mesh (by coloplast) implanted. Within a few months, vaginal pain, bladder pain, rectal pain, burning, inflammation, and irritation occurred. I experienced multiple vaginal erosions, had two mesh revisions, which eventually ended with the mesh being completely removed along with my cervix since it eroded through my cervix as well. This product and any related device should be banned as it caused significant harm to me physically, emotionally and financially. Several prior vaginoscopies occurred that revealed the mesh erosions. This product and any related device should be banned as it caused significant harm to me physically, emotionally and financially. The picture is what (B)(6) took of some of the pelvic floor tissue with mesh erosion. For some reason they did not take a picture of the cervix, but the surgeon said it "looked horrible". Besides developing hashimoto's hypothyroidism after my second pregnancy, I am healthy. I have had four healthy pregnancies that were brought to full term and a healthy marriage. I am not a smoker, do not drink alcohol regularly, and maintain a healthy weight. This device has caused significant harm and as a result I have had multiple surgeries to correct all that it has done to me. I have two upcoming surgeries for hernia and rectocele repair. This device stole the last five years of not only my life, but my children's and husband's as well. I had to take significant time off of work as a high school science teacher. Please stop then use of this product in other human beings, as well as any other related medical device. The risks are significant and were not communicated prior to implantation. FDA safety report ID # (B)(4).